Event description:
It was reported the subject device exhibited the shaft is bowed and it has some denting toward the tip. The issue occurred during laparoscopic cholecystectomy, in a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage. Blurry image. Light transmission test failed 13/18. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: device had a critical dent and was bent at the outer tube due to a component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.